Event description:
Metal particles were reportedly observed in the pt's eye during a phacoemulsification procedure. The particles were removed and there was no harm to the pt. The customer has requested that the handpiece be evaluated. The phaco tip was discarded and not available for evaluation.